Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that gas module was defective. Moreover, the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
During the inspection of the ventilator it was discovered that gas module was defective. Moreover, the ventilator failed internal leakage test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, it was found that air gas module is defective, due to customer's uncontrollable air pressure. After checked found that air pressure was beyond limit and noise came out the gas module. Moreover internal leakage test failed pre-use check and issue was related to gas module as well. The device's logs and claimed part were not provided for further analysis. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective air gas module. A correction of field # b5 describe event or problem was required. Previous # b5 describe event or problem: during the inspection of the ventilator it was discovered that gas module was defective. Moreover, the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). Corrected # b5 describe event or problem: during the inspection of the ventilator it was discovered that gas module was defective. Moreover, the ventilator failed internal leakage test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).